Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an individual with a pain stimulation implantable pulse generator (ipg) experienced more pain at times, unexpected increases in stimulation in the legs, episodes where stimulation would cut off by itself, and sensations that the legs were going to give out. The individual needed to increase the stimulation setting from 1.2 to 1.7 to feel an effect, which had not been necessary previously. The individual expressed concern that the device settings may have been set up in a hurry. The issue began about three days prior to the report and had worsened over time. The individual inquired about the possibility of running a test to determine the cause of the issues, but no test was performed. The individual attempted to contact their representative for assistance and was redirected to their healthcare provider for further evaluation.